Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, six (6) tendon anchors broke while uploading and implementation. Surgery was resumed with a back-up device, but it is unknown whether it caused a surgical delay or not. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis from each raw material supplier is required. A clinical review states four provided photos (undated/unlabeled) of the anchor were reviewed, however do not provided insight into the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: correction on b5 and h6 (health effect - impact code).

Event description:
It was reported that, during a shoulder arthroscopy, six (6) tendon anchors contained in one puck, broke while uploading and implementation. Surgery was resumed with a back-up device, but it is unknown whether it caused a surgical delay or not. No further complications were reported.